Manufacturer narrative:
(B)(4).

Event description:
.Additional information later reported the patient believed he wasn¿t getting accurate pain relief. Per the reporter he saw no errors in the pump logs and believed the patient was doing just fine.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Event description:
It was reported a critical alarm occurred. The patient thought his pump was malfunctioning and anomalies in the pump logs were noted. The patient complained of interrupted therapy, less than 50% of therapy relief. The pump was explanted. The patient status at the time of the report was alive, no injury, no adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the cause of the event was due to pump motor stall. The patient had sudden withdrawal symptoms due to the pump stalling. The patient recovered without sequelae.

Event description:
Additional information later reported the stall occurred on (B)(6) 2013 and that it never recovered. The hcp replaced the pump on (B)(6) 2013 as the hcp indicated it was a non-functioning pump. The hcp reported that before any of this the patient was doing very well. The pump was being used to manage pain with restless leg syndrome. He did very well, but when the motor stall occurred, the patient had classic withdrawal symptoms. They had to manage him with oral morphine until they could do the revision. The hcp did not have any additional logs. The current pump that was placed in (B)(6), "works like a charm." The patient received a 10 % increase today and is at 0.18577 mg/day at 10 mg/ml. The patient was developing a slight tolerance even at such a low dose. But there are no current device issues. The surgery in (B)(6) took care of it. The physician also stated that they will be giving the patient a ptm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.